Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the patient is experiencing swelling near her sq site but no redness, nodules, or irritation. The medic is aware. Patient is scheduled for a right heart catherization at the end of may and will discuss with medical office as it is believed the pah symptoms are not improving. Caregiver also stated one of her pumps (serial number (B)(4)) is not working and requires a code. The malfunction did not occur while in use. Patient is using her other pump currently. Patient said she changes batteries every 3 days and keeps batteries in pump when not in use but the pump lost programming. Pharmacy is sending a replacement pump. No patient injury was reported.